Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff surgery the anchor broke off inside the patient when screwing into the humerus to fix the cap repair assemblies, despite of using the dedicated tapping needle. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 27-dec-2021: the broken piece was retrieved from patient. The anchor broke after full insertion to intended depth.